Event description:
It was reported that during implant the lead was attempted but not used due to an insulation breach of the lead noticed after attempting insertion into the sheath. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that no insulation breach was observed. (B)(4).